Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact experienced an air detected in cassette warning during drain 1 of treatment. The patient contact reported that they received the alarm and then just turned off the cycler machine. Fluid was seen on the carpet around the cycler. Upon follow up, the patient verified the reported event occurred the night of (B)(6) 2026 during treatment. Fluid was found around the cycler but not inside the cycler door. The patient also stated there was also a draining slowly alarm as well and eventually the air detected in cassette alarm during treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) the following day in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported fluid leak issue since moving the cycler more forward on the cart and will discuss the draining slowly alarm issue with the pd nurse during the next appointment. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.